Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly on interface board. Unable verify for excessive no delivery alarm and perform rewind, basic occlusion, occlusion, prime/delivery, the excessive no delivery test due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 261 mg/dl. Customer also reported that insulin pump had one hundred units of insulin not delivered which caused high blood glucose. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.